Event description:
It has been reported by the assistant pt care manager that one of the nurses was coming back from transporting, a pt observed that her gloves were getting wet when she was handling the evd system. Upon closer investigation, it was noticed that the system was cracked at the joint where the pt tubing line makes a 90 degree turn into the burette. The system was replaced. It was further reported that a total of 2 evd systems were replaced on the same day. It has not been confirmed whether the event occurred with the same or different pts. Although product involved in the 2 reported incidents is not available for return, 8 units from the same lot that the user facility has in stock is being returned for evaluation.

Manufacturer narrative:
Product involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.